Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion, it was noticed the the stent was damaged.